Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he saw an air bubble while filling the reservoir. Customer tried to plunge it out but stated that the plunger is not working. The customer decided to change the reservoir he was trying to use. Customer was advised that a replacement reservoir will be sent. Customer mentioned that he believes that the transfer guard was also leaking.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.